Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on the (B)(6) 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and that it had performed to specification up to the auto self-test on the (B)(6) 2017. The returned pad-pak was measured and found to have fused however there was no evidence that the returned device caused this. This device was returned with another similar device with the same fault. It was found that the returned pad-pak was used in this other device which had a failed capacitor which caused the pad-pak to become fused.